Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily tortuous, heavily calcified, de novo, mid left anterior descending (lad) artery the 2.25 x 28 mm xience v stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. It was noted that during the attempt to push the device to advance and cross the lesion the proximal shaft became detached; the device was removed from the anatomy without reported issue. A 2.25 x 28 mm xience prime sds was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.